Event description:
It was reported the disposable caused the pump to alarm no disposable pump won't run. Unresolved with multiple troubleshooting attempts. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.